Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: (B)(6) 2016: 579 mg/dl, 241 mg/dl and 341 mg/dl and on (B)(6) 2016: 350 mg/dl, 222 mg/dl, and 150 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.